Event description:
Initiating vv support with tandemlung kit and 31 protekduo, tandem heart pump was turned on and frothy bubbling was noted on the gas outlet side of oxygenator, it was determined that the best course of action was to change out the whole pump, oxygenator circuit, this was done uneventfully, patient was transported to cvicu uneventfully and condition continues to improve.

Event description:
Initiating vv support with tandemlung kit and 31 protekduo, tandem heart pump was turned on and frothy bubbling was noted on the gas outlet side of oxygenator, it was determined that the best course of action was to change out the whole pump, oxygenator circuit, this was done uneventfully, patient was transported to cvicu uneventfully and condition continues to improve. The product was received by the manufacturer and analysis was completed. The leak was confirmed to be occurring and originated from the blood outlet connector. One o-ring at the site was pinched and out of place which was the cause of the leak. The cause of this is unclear however it may have been due to excessive handling at the blood outlet connector. The review of the device manufacturing records showed the device passed the leak test during production.